Event description:
During a demo of the instatrak system, the pin transmitter tip would rotate on the casting so that it could not be locked into place. This system was from the demo pool and the hospital does not have the system.